Manufacturer narrative:
(B)(6). Product evaluation was performed for this incident by onsite j&j field service engineer (fse). Fse replaced parts to include optics to resolve the reported issues. Upon departure the system met j&j specifications. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, lot history, and trending were reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The review of the device history record (DHR) showed that there were no issues or non-conformities. The device and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that on (B)(6) /2021 their excimer laser system had foot pedal issues. On (B)(6) 2021, during service of the system the field service engineer reported that there was also a miss fire issue and high refill. No patient contact and/or injury was reported by customer.